Manufacturer narrative:
Investigation pending.

Event description:
Pt tested at clinic, pt's meter results were 2.4 and 2.1 and clinic meter (coaguchek) results were 3.5 and 3.4 respectively. Pt does have lung cancer and a clot, but his hematocrit was at 39.6% on (B) (6) 2010.